Manufacturer narrative:
The investigation into the delivery issues- use has been completed. The device was returned for benchtop investigation. The pump was visually inspected, and catheter kink near motor housing was observed. The root cause of the delivery issue was patient condition related due to patient vessels condition.

Manufacturer narrative:
The impella device was returned by the customer and an evaluation is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that insertion of the impella 5.5 was difficult due to the 60-year-old male patient¿s vascular anatomy. The impella was therefore removed and there was a kink in the proximal part of the motor. A second try of reinserting the impella and a purge related alarm occurred, and even after troubleshooting, there was no improvement. A new impella was used. There was no harm to the patient.